Manufacturer narrative:
(4102/4103/213) a retention sample coated on the same day and under same conditions as the involved device and the returned device from report 1640201-2018-00022 that looked the same as the involved device according to the surgeon, were simultaneously visually inspected by our qa supervisor. No anomaly was found in either patch, they both comply with our product specifications. (67) the conducted investigation would tend to indicate that the product was not defective.

Event description:
During a carotid endarterectomy, upon opening of the patch, it looked "more yellow" and it felt "fuzzier and thicker" than previous used patches. This first patch remained implanted. No consequences or impact to patient. The surgeon opened another box (sterile pack remained closed) with a different lot number but it looked the same. This second patch is available for investigation (see manufacturer report 1640201-2018-00022 for this second involved device).